Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Respond edge post market clinical study it was reported that the lotus edge valve system failed to advance across the aortic annulus. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given at the time of index procedure. The subject received a prior regimen of aspirin and other antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty. The subject had a left anterior fascicular block during the index procedure. Difficulty occurred advancing the lotus edge valve system and the device could not be advanced across the aortic annulus. An unspecified non-study valve was implanted to resolve the issue. Six (6)days later the subject was discharged on aspirin and clopidogrel.